Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr), a restricted posterior leaflet, a prolapsed anterior leaflet, and an anterior flail for a mitraclip procedure. One clip was implanted. Upon deployment of the second clip, a single leaflet device attachment (slda) was observed. The second clip detached from the anterior leaflet and remained attached to the posterior leaflet. A third clip was implanted to stabilize the second clip. The final mr grade was 2-3. Per the physician, the slda was due to pre-existing patient anatomy.